Event description:
It was reported that on (B)(6) 2006 the patient underwent a transforaminal and posterior lumbar fusion at l4-5 using local bone graf t and rhbmp-2/acs. The patient had initial improvement post-op, but began experiencing significant pain radiating through his legs as well as numbness at an unspecified time post-op. On (B)(6) 2008 the patient underwent an MRI which reportedly indicated excess bone growth at l4-5 in the right neuroforamen. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with pre operative diagnosis of l4-5 degenerative disk disease, l4-5 facet arthropathy, l4-5 stenosis, lumbar curve and intractable back and lower back pain. Patient underwent following procedures: right sided l4-5 transforaminal lumbar interbody fusion. Left sided transpedicular exposure l4-5 for neural decompression. Placement of interbody device at l4-5. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 and l5. Posterior spinal fusion l4-5. Indications for procedure: 3 year history of severe back and lower extremity pain, right being worse than left. This is consistent with l5 distribution. The pattern of pain is consistent with diskogenic pattern. His symptoms produced a gait disturbance. The x-rays and MRI reveal some mild diffuse spondylosis with pathology predominantly at the l4-5 level. At l4-5 he has degenerative disc disease, with a generalized bulging disc as well as facet arthropathy. The combination results in subarticular stenosis. His discograms revealed markedly concordant pain at l4-5 with abnormal morphology in the form of a posterior annular tear. Per operative report: ¿¿ transforaminal lumbar interbody fusion was performed. Local autologous bone was packed anteriorly in the disc space followed by a pledget of bmp. The interbody device itself was then inserted which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l4 and l5 vertebral bodies.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.